Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue with two infusion sets due to which the patient experienced high blood glucose level reported to be over 700 mg/dl at the time of incident. Reportedly, the patient also felt bad, sick and weak. The patient went to the emergency room and was subsequently hospitalized due to possible diabetic ketoacidosis. The patient received insulin drip that stabilized the patient's condition. The patient had last changed infusion set a day before hospitalization. Bent cannula occurred on the first day of use and the infusion set had been in use for several hours. The site location was patient's stomach. The patient stayed in hospital for two days and patient's blood glucose level at the time of this report was 101 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.